Manufacturer narrative:
Product complaint # ==> (B)(4) this report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during the surgery of acl reconstruction, after reversed the plate, tightened the suture, the white suture bridge was broken off as photo shows. Another device was used to complete the surgery. The device was received and evaluated. When performing the visual inspection, it could be observed that the white suture is broken, it is frayed on all the distal ends. The same issue was found on the photo provided by the customer. According with the visual inspection result, this complaint can be confirmed. A possible root cause can be attributed to an excessive tension applied to the suture at the moment of tightening, in addition a sharp instrument could have rubbed the suture during the procedure which damaged the suture leading to a breakage. However, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device lot number: 6l35976, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Initial reporter phone number: (B)(6). UDI: (B)(4).

Event description:
It was reported that during the surgery of cl reconstruction, after reversed the plate, tightened the suture, the white suture bridge was broken off as photo shows. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.